Event description:
It was reported that no diagnostics were available on the patient due to the implant detect still turned on. The device implant detect will be programmed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.